Manufacturer narrative:
Model number/catalog number: sc-9218-15, serial number: (B)(4), batch/lot number: 20062160, model/catalog description: precision m8 adapter 15cm.

Event description:
A report was received that the patients leads were tearing the flesh when bending over. It was noted that the leads were causing pain being in the surface of the skin. It was unknown if there was skin breakage.